Event description:
The initial reporter initially complained of calibration and qc issues on measuring cell 2 of the cobas 6000 e 601 module. The customer replaced pinch valve tubing, performed liquid flow cleaning and measuring cell preparation but the issue was not resolved. The customer then questioned results for multiple patients and multiple assays. Based on the data provided for 11 patients, discrepant results were identified for 6 patient samples tested for either elecsys ft4 ii assay (ft4 ii), elecsys cortisol test system (cortisol), elecsys ft3 iii (ft3 iii), elecsys t3 (t3), elecsys troponin t stat assay (troponin t stat) or elecsys total psa immunoassay (total psa). Patient 1 initial ft4 ii result on the e601 module was 3.60 ng/dl. The sample was repeated on a different e601 module with a result of 1.26 ng/dl. The sample was repeated again on the e601 module in question with a result of 1.86 ng/dl. Patient 2 (male, date of birth (B)(6)) initial cortisol result was 14.7 ug/dl. The repeat result was 6.52 ug/dl. Patient 3 (female, date of birth (B)(6)) initial ft3 iii result of 7.26 pmol/l. The repeat result was 2.40 pmol/l. Patient 4 (female, date of birth (B)(6)) initial t3 result was 3.42 ng/ml. The repeat result was 0.521 ng/ml. Patient 5 (female, date of birth (B)(6)) initial troponin t stat result was 0.167 ug/l. The repeat result was 0.521 ug/l. This patient was admitted to the hospital based on the initial result. Subsequent troponin t stat results were obtained the same day (0.835 ug/l and 1.100 ug/l) and the patient was treated appropriately. Patient 6 (male, date of birth (B)(6)) initial total psa result was 2.41 ng/ml. The repeat result was 4.71 ng/ml. All the initial results were reported outside of the laboratory where doctors requested repeat testing. The repeat results were believed to be correct. No adverse event occurred due to the results from the device. The ft4 ii reagent lot number was 33670401 with an expiration date of 31-jul-2019. The troponin t stat reagent lot number was 36573300 with an expiration date of 30-nov-2019. The total psa reagent lot number was 34017600 with an expiration date of 30-nov-2019. No other reagent lot numbers with expiration dates were provided. The field service engineer (fse) visited the customer site and found sipper probe connections to the tubing was loose causing air to be aspirated with the sample. The fse tightened the sipper probe connection to the tubing and replaced pinch valve tubing as a precaution. Performance testing, precision, calibration and qc were all completed and the results were within the acceptable range. Calibration signals prior to the event were lower than expected. Calibration failed after the event. Qc was acceptable the day before the event. The customer used 13 mm sample tubes with rack adapters. The samples were centrifuged for 6 minutes at 3400 rpm. Based on the type of sample tubes the customer uses, the centrifugation time may be too short. Multiple abnormal probe sucking alarms were observed on the alarm trace from the day of the event. The investigation determined the sipper probe connection issue identified by the fse was the root cause of the event.